Event description:
A u.s. Distributor reported that a patient's electrode belt was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (exposed wires) has been confirmed. Upon investigation the electrode belt dn to rear cable severed, all wires cut. The root cause for the cut cable was physical abuse. No adverse event resulted from the damaged belt.